Event description:
The importer reported that user facility reported that a patient experienced burns at the treatment site following use of the harmony xl pro system.

Manufacturer narrative:
The importer reported that user facility reported that a patient experienced burns at the treatment site following the use of the harmony xl pro system.